Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced kinked cannula event on (B)(6) 2026. The patient had high blood glucose levels with an unknown value which was treated via multiple daily injections [mdi] no further information available.